Manufacturer narrative:
The event date is estimated to be (B)(6) 2019. The investigation results will be provided in the final report. Concomitant medical products and therapy dates: model: 3156 (x2), scs leads, therapy date: (B)(6) 2019. Model: 3186, scs lead, therapy date: (B)(6) 2019. Model: 3341 (x2), scs extensions, therapy date: (B)(6) 2019. Model: 3383, scs extension, therapy date: (B)(6) 2019. Model: 1192, scs anchor, therapy date: (B)(6) 2019.

Event description:
Device 1 of 8: reference MFR. Report#: 1627487-2019-13954, reference MFR. Report#: 1627487-2019-13955, reference MFR. Report#: 3006705815-2019-04919, reference MFR. Report#: 1627487-2019-13956, reference MFR. Report#: 1627487-2019-13957, reference MFR. Report#: 1627487-2019-13958, reference MFR. Report#: 1627487-2019-13959. It was reported the patient was diagnosed with an infection at their ipg and lead sites. In turn, the patient's scs system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 8. Reference MFR. Report#: 1627487-2019-13954. Reference MFR. Report#: 1627487-2019-13955. Reference MFR. Report#: 3006705815-2019-04919. Reference MFR. Report#: 1627487-2019-13956. Reference MFR. Report#: 1627487-2019-13957. Reference MFR. Report#: 1627487-2019-13958. Reference MFR. Report#: 1627487-2019-13959.